Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification and the patient having a bicuspid aortic valve. The delivery catheter system (dcs) was then inserted into the patient via their left carotid artery and advanced to the aortic annulus. Upon 80% deployment of the valve, the patient's blood pressure decreased. It was then discovered that the left main coronary artery was occluded. Subsequently, the valve was recaptured and removed from the patient's body; however, their blood pressure did not recover due to the left main coronary artery remaining occluded due to thrombus. CPR was initiated and a percutaneous coronary intervention (pci) was attempted. Ultimately, the patient died. Per the physician, the procedure contributed to the patient's death.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.